Event description:
Customer reported a chemo leak at or near the upper fitment. Customer states that the leak was not noticed until the door of the pump was opened. The infusion was adriamycin and since the fluid is red in color they could see that the fluid was coming out around the top of the upper fitment, not the pump section. Customer stated that there was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of set leak in the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.